Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An visual inspection was performed and the vibrator is no activated. A review of the downloaded data log did not observer any errors related to the customer complaint. Functional testing was performed and the vibrator test failed. The receiver case was opened for further evaluation. An internal visual inspection was performed and the moisture detection sticker was found activated. The reported event of no vibration was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no vibration. Reportedly, a pediatric patient was using an adult receiver. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.